Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an aortic perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a farapulse procedure for an atrial fibrillation case, a versacross connect for faradrive was selected for use. The versacross radio frequency (rf) wire was used to insert into a non-boston scientific sheath (agilis sheath) into the right atrium for a successful rf ablation of the cavotricuspid isthmus (cti) line. When the procedure was moving in to the transeptal part of the procedure, the physician noted the distal end of the wire was bent from the previous insertion of the sheath. The physician decided to proceed. A successful transseptal puncture was made and the sheath was advanced to the left atrium (la). As the physician prepared to insert the farawave, it was noted that the sheath had fallen back into the right atrium. The physician attempted to get transseptal location but was unsuccessful. It was decided to do a second transseptal puncture with the versacross connect. Once buzzed, the wire was noted entering into the la, but then took an unusual bend. Upon further investigation it was noted the wire left the la through the posterior wall, entered into the descending aorta and then turned up into the ascending aorta. The wire was left in place. A stat echo was completed and close monitoring via intracardiac echocardiography (ice) was done. The heart team was called in. Initially the patient was stable, but an effusion formed so a pericardiocentesis was performed. Once all safety measures were in place, the wire was removed and the patient was transferred to the operation room for close monitoring. Since the patient was stable and no sternotomy was needed. The patient was doing well and due to be discharged from hospital yet. The device is not expected to be returned for analysis (retained). No other issues were reported. The same wire was used for the second transseptal puncture. The physician does believe that the wire contributed to the complication. The act was therapeutic at the time of t/s puncture, but was reversed with protamine when the perforation was confirmed.